Event description:
Boston scientific received information that this right ventricular (rv) lead displayed episodes of oversensing, but there were no pacing pauses of greater than 2 seconds. During lead inspection, there was observation of insulation damage and blood infiltration. This rv lead was explanted and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
Further analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The observed noise recorded on the right ventricular channel may have been contributed to by both the fractured rv lead and the holes in the ventricular setscrew seal plugs.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observation indicated a complete lead was returned. There is dried blood throughout the lumen. The cathode coils are fractured at 511 mm from the terminal pin. The insulation is cut, most likely due to removal of the suture sleeve. This rv lead did not pass the continuity test with manipulation. This lead was sent to collaboratory for further analysis. Once analysis has been completed, this report will be updated.